Event description:
On (B)(6) 2012, the patient contacted animas to report unexplained low blood glucose (bg) excursion. The patient claimed she had been experiencing low bg all night the evening prior, as low as 40's mg/dl with hypoglycemia unawareness. The patient informed customer support that she uses a continuous monitoring device (dexcom) which alarmed her of low bg. The patient informed customer support that she had been drinking juice in response to the low bgs. At the time of troubleshooting, the patient stated that the last bolus she took before the low bgs began was for her evening meal on (B)(6) 2012 at 5:25pm. The patient confirmed the pump was set to the correct date and time and her basal settings were correct. Review of pump history confirmed basal and bolus deliveries in past 24 hours were consistent with total daily delivery (tdd). During the call, the patient informed customer support that the pump was exposed to CT on (B)(6) 2012. Customer support explained to the patient recommendations regarding pump removal for CT's or x-rays. The patient was instructed to contact her hcp and notify of low bgs. This complaint is being reported because the patient reportedly obtained bg readings suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.